Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller was not evaluated since patient consent was not received. One battery was not returned for evaluation. Log file analysis revealed a controller power up event with associated pump start event logged on (B)(6) 2021 at 11:11:01. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021, indicating that the first power up event likely occurred during a controller exchange. Log file analysis also revealed an additional controller power up event with an associated pump start event logged on (B)(6) 2021 at 04:51:38. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the power up events were not available. The controller was off for 15 seconds. A loss of power to the controller will result in an audible alarm. Analysis of the alarm log file did not reveal any vad s topped alarms within the analyzed period. In addition, log file analysis revealed seven controller fault alarms logged on (B)(6) 2021 at 20:17:55 and on (B)(6) 2021 at 08:50:41, 08:50:59, 08:51:06, 08:51:19, 08:51:33 and 12:28:39. Review of the data log file revealed that, leading up to the first controller fault alarm, (B)(6) had been the primary power source since 08:52:15 on (B)(6) 2021. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 98%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. (B)(6) was again connected on (B)(6) 2021, during which it was the controller's secondary power source; controller fault alarms were recorded when the primary power source was disconnected from the controller, at which point the controller would attempt to utilize power from (B)(6) which was still reporting an rsoc of 98%. As a result, the reported controller fault alarms, battery event, and loss of power event were confirmed; it is likely the loss of power is related to the reported vad stop and "pump stop alarm". A possible root cause of the initial controller power up event can be attributed to a controller exchange. A possible root cause of the remaining loss of power and vad stop event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarms event has been attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed battery event can be attributed to design issues. Additional products: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: d9 return date additional device: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes h4: mfg date: 26-apr-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Analysis of the device was unable to be performed. A signed patient consent is required per german medical device law [mpdg article 72 (6)] in order to analyze patient owned devices. Attempts to obtain patient consent were unsuccessful due to unable to reach patient; therefore, no physical device analysis was performed on the returned product and the product will be sent back to the facility. Updated section: h6- h6:FDA method code updated product event summary: one (1) controller (con413601) was not evaluated since patient consent was not received. One (1) battery (B)(6) was not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed a controller power up event with associated pump start event logged on 06/jul/2021 at 11:11:01. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 21/jun/2021, indicating that the first power up event likely occurred during a controller exchange. Log file analysis also revealed an additional controller power up event with an associated pump start event logged on 07/jul/2021 at 04:51:38. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the power up events were not available. The controller was off for 15 seconds. A loss of power to the controller will result in an audible alarm. Analysis of the alarm log file did not reveal any vad stopped alarms within the analyzed period. In addition, log file analysis revealed seven (7) controller fault alarms logged on 17/jul/2021 at 20:17:55 and on 18/jul/2021 at 08:50:41, 08:50:59, 08:51:06, 08:51:19, 08:51:33 and 12:28:39. Review of the data log file revealed that, leading up to the first controller fault alarm, (B)(6) had been the primary power source since 08:52:15 on 17/jul/2021. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 98%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. (B)(6) was again connected on 18/jul/2021, during which it was the controller's secondary power source; controller fault alarms were recorded when the primary power source was disconnected from the controller, at which point the controller would attempt to utilize power from (B)(6) which was still reporting an rsoc of 98%. As a result, the reported controller fault alarms, battery event, and loss of power event were confirmed; it is likely the loss of power is related to the reported vad stop and "pump stop alarm". A possible root cause of the initial controller power up event can be attributed to a controller exchange. A possible root cause of the rema ining loss of power and vad stop event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarms event has been attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and update to investigation completion. The product event summary was revised. Revised product event summary: the controller ((B)(6)) was returned for evaluation. Thee battery ((B)(6)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a controller power up event with associated pump start event logged on (B)(6) 2021 at 11:11:01. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021, indicating that the first power up event likely occurred during a controller exchange. Log file analysis also revealed an additional controller power up event with an associated pump start event logged on(B)(6) 2021 at 04:51:38. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the power up events were not available. The controller was off for 15 seconds. A loss of power to the controller will result in an audible alarm. Analysis of the alarm log file did not reveal any vad stopped alarms within the analyzed period. In addition, log file analysis revealed seven controller fault alarms logged on (B)(6) 2021 at 20:17:55 and on (B)(6) 2021 at 08:50:41, 08:50:59, 08:51:06, 08:51:19, 08:51:33 and 12:28:39. Review of the data log file revealed that, leading up to the first controller fault alarm, (B)(6) had been the primary power source since 08:52:15 on (B)(6) 2021. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 98%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. (B)(6) was again connected on (B)(6) 2021, during which it was the controller's secondary power source; controller fault alarms were recorded when the primary power source was disconnected from the controller, at which point the controller would attempt to utilize power from (B)(6) which was still reporting an rsoc of 98%. As a result, the reported controller fault alarms, battery event, and loss of power event were confirmed; it is likely the loss of power is related to the reported vad stop and "pump stop alarm". A possible root cause of the initial controller power up event can be attributed to a controller exchange. A possible root cause of the remaining loss of power and vad stop event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a fault alarm, a pump stop alarm and a ventricular assist device (vad) stop.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 product event description, h6 fdd code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had two unexpected losses of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the controller w as exchanged. Additionally, patient information was provided. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged.